Event description:
The customer reported a system error and a loss of the live fluoroscopic image. No death or serious injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.